Event description:
It was reported that the patient presented for a follow up with episodes of syncope and a right ventricular (rv) lead that exhibited failure to capture due to lead dislodgement, confirmed by chest x-ray (cxr) and fluoroscopy. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.